Event description:
It was reported that during a robotic bowel resection procedure, the fsr shoved the device into the versa step trocar and closed the device. The device locked on tissue. The articulation joint was still in the trocar. The device was broken to remove from the tissue. Another device was used to complete the case with a 12mm trocar with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger teeth. Evaluation summary: the analysis showed that the lts60a device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more info. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.